Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio iq meter displayed inaccurate high results compared to feelings/normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy has been ongoing since approximately mid (B)(6) 2015. The patient reported that on (B)(6) 2016, afternoon he obtained an alleged inaccurate high blood glucose result of over 100mg/dl e.g 160mg/dl on the subject. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient stated that he manages his diabetes with insulin (self-adjuster) and increased his dose of medications apidra 20 units as a result of the alleged inaccurate reading. The patient then stated that he visited his friend and he obtained a blood glucose reading of 70mg/dl on another meter. The patient detailed, that right after the alleged issue began, he then developed the symptoms of sweating, dizzy, unable to talk and seeing flashes. The patient stated that he self-treated with food and/or drink immediately after the symptoms started. No medical intervention. At the time of trouble shooting, the csr confirmed the subject meter was set to the correct unit of measure and the test strips were stored correctly within their expiry date. The patient did not have control solution to carry out a test. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate readings on the subject meter, altered his medications based on the alleged results, and reportedly experienced symptoms suggestive for an acute complication of diabetes.

Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Due to the test strips not being returned, product analysis performed a retain test. The retain test strip passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.